Event description:
It was reported that during vascular access intervention therapy, balloon rupture occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous left cephalic vein. The 5fr 3cm non bsc sheath was inserted with anterograde approach and then the 014 × 175 non bsc guide wire crossed the lesion. After crossing the lesion with a 7.0 mm x 40 mm x 135 cm sterling balloon catheter, the balloon was inflated at 10 atm. Then on the second inflation, the balloon ruptured at 14 atm. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).